Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. During the physical device evaluation and additional reportable malfunction of image e315 message was identified. The customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. For the brush material at the distal end, a definitive root cause was not identified. Based on the results of the investigation, neither the probable cause nor the type of material could be identified. For the e315 error malfunction, a definitive root cause was not identified; however, based on the results of the investigation, the probable cause would likely be related to the breakage of the image sensor unit, including disconnection by stress from repeated use, external factors, or handling, or that the components, including the integrated circuit chip and capacitor, mounted on the electric circuit board, had a defect. The event can be prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection 3.3 inspection of endoscope¿ in the instruction manual (operation section). Chapter 3 preparation and inspection 3.8 inspection of combination function with related devices¿ in the operation. ¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions aside from the allegation reported in b5. This report will be supplemented when new and relevant information becomes available.

Event description:
It was observed that during the device evaluation, the evis lucera elite bronchofibervideoscope exhibited foreign material coming out of the channel tube. There were no reports of patient involvement.